Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was scheduled for a post op appointment on (B)(6). Additional information was received, it was reported the cause of the red indicators was use of incorrect extension. It was noted the last connectivity check was day of replacement. Only 3 electrodes showed up as red indicators. The physician did not want to replace the existing cervical leads so there was possibility the cause was from existing leads. It was noted later that incorrect extensions were used in the case. Patient reported significant pain relief since replacement. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) reported they replaced a competitor ins with a new ins. The caller and surgeon used a 37081 extension to connect the ins to the competitor leads. When they did a connectivity check they had red indicators on electrodes 0 and 15, all other indicators were green. The caller indicated that they programmed the patient and did not get any oor messages. The caller indicated that the will notify the physician of the issue. No symptoms were reported.